Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15669, 3006705815-2022-15670. It was reported the patient had many surgeries and is unsure if the ipg was placed into surgery mode prior to the procedures. The ipg is inoperable, and the patient is experiencing lead migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.